Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refp4380 showed no similar product complaint(s) from this lot number.

Event description:
It was reported "we were placing a triple lumen PICC last week and noticed leaking around the hub/catheter right after inserting the PICC into the patient. We have the sample that we can send in. The lot number is refp4380." Additional info rcvd 07/20/2021 "rn placing line and noted saline bubbles at the distal hub tip while attempting to flush while inserting line. Leaking noted and PICC removed and new line placed."

Event description:
It was reported "we were placing a triple lumen PICC last week and noticed leaking around the hub/catheter right after inserting the PICC into the patient. We have the sample that we can send in. The lot number is refp4380." Additional info rcvd (B)(6) 2021 "rn placing line and noted saline bubbles at the distal hub tip while attempting to flush while inserting line. Leaking noted and PICC removed and new line placed."

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however, the exact cause is unknown. One 5 fr triple lumen powerpicc provena solo catheter was returned for evaluation. A microscopic observation revealed a circumferential split across both lumens in the catheter tubing just distal to the molded joint. The edges of the split were observed to be mostly straight and even with some whitening of the catheter material at the corners. One corner of the split was observed to be slightly curved. Striations were observed on the fracture surfaces of the split, which were found to be flat and granular in texture. While the exact cause of the damage observed in the returned catheter could not be determined, possible causes include sharp instrument damage, material fatigue, and damage during handling or use.